Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm, insert battery alarm or power loss alarm noted. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset alarm noted. No blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Insulin pump alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly. It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 525 mg/dl and the insulin pump had multiple pump error. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer reported that self test did not passed. Customer reported that the insulin pump had blank display. The customer experienced symptoms such as pain and throwing up. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm, insert battery alarm or power loss alarm noted. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected drive count or time values or changes incorrect for moving or coasting error alarm noted. No blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Insulin pump alarmed hardware low level failures during self test and confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly.